Event description:
During a routine follow-up, the device's last diagnostic report showed a prolonged capacitor maintenance charge time. Since the pt paces 0.2% of the time and has a history of only 8 shocks, it was suspected that the device may be exhibiting early battery depletion. The decision was made to explant of the device.